Event description:
Surgical technician opened gown from table and little black beetle bug crawled out onto table from gown per surgical tech. Bug was contained and quality control for halyard custom pack was contacted and took picture of bug that removed from field. Table contaminated and surgeon aware.